Event description:
Information was received indicating that during annual inspection a smiths medical medfusion 4000 syringe infusion pump was unresponsive with a blank screen and constant alarm. Per reporter there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received top case cracked by the front left bottom corner and cracked by the handle. No visible contamination. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.